Event description:
The patient that the omnipod controller stopped functioning after it became wet during sleep. The patient subsequently experienced vomiting, disorientation, and hyperglycemia with a reported blood glucose level of approximately 400mg/dl. The patient sought emergency medical care on (B)(6) 2026, and was diagnosed with diabetic ketoacidosis. The patient was admitted to the hospital, including time in the intensive care unit, and received treatment to stabilize blood glucose levels. No further details regarding treatment during admission were provided. Hospitalization lasted approximately four days, with discharge reported on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.